Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer occasionally observed air bubbles in the infusion tubing during the load fill tubing process. There was no known impact to the customer's blood glucose level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.